Event description:
It was reported, during the implant procedure, the screw would not extend after 40 turns. The helix was tapped and it eventually it extended. Consequently, this device was withdrawn from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended within four turns. Helix, fully extended, measure .076 inches within specification. Primary analysis finding: no anomalies found.